Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opened during establishing final arm angle (efaa) appears to be related to patient morphology/pathology. The reported clip open while locked (cowl) appears to be related to patient morphology and settling of the lock mechanism. There is no indication of a product issue with respect to manufacture, design or labeling. Additionally, this event was further reviewed by a clinical engineer and the reviewer stated, "three fluoroscopic still images of the reported device were provided. The first image shows the reported cds. The delivery catheter (dc) is extended and the clip is attached to the l-lock shaft indicating the image was taken after grasping the leaflets, prior to conducting effa. Per the image title, the image was likely taken before an efaa check was conducted but it is unclear at which efaa, specifically, as multiple efaa attempts were reported. The tips of the clip arms appear to be directly adjacent to the l-lock shaft, such that the clip arms are seemingly parallel to the shaft. This indicates that the clip is likely closed beyond a "v" shape (per the instructions for use) and potentially = 10°. The second image shows the reported device in a similar state as the first image and was presumably taken post efaa check when the clip arms were observed to open. The clip arm angle appears to be ~20° in the second image and opened to a larger degree, comparatively, than in the first image. The third image shows the clip fully separated from the l-lock shaft of the dc indicating the image was taken immediately post deployment. The clip arm angle appears to be ~20°, similar to the second image. Based on the images provided, there is a notable change in arm angle of ~10° between the first and second image, taken pre efaa and post efaa, respectively. Per the instructions for use the user should close the clip to maintain a distinct ¿v¿ shape" which equates to ~10° - 20°. A potential clip arm closure of = 10°, as observed in the first image, would require active tension on the clip by the internal actuator assembly and arm positioner, such that conducting efaa would expectantly result in the lock mechanism settling and the clip arms relaxing to ~10°. As there was no apparent change in arm angle between the second and third image, take pre deployment and post deployment, respectively, it is likely the observed cowl was due to the lock mechanism settling. The angles stated in this evaluation are based on visual assessment with the naked eye and cannot be confirmed. There are no additional observations based on the images provided."

Event description:
This is filed to report the clip opening while establishing final arm angle and after deployment. It was reported that a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). An xtw clip (20803r1004) was advanced in the patient and the leaflets were grasped at a2/p2. The first attempt of establishing final arm angle (efaa) was performed. However, the clip opened from 15-20 degrees to 30-45 degrees. Troubleshooting was performed and the clip still opened slightly but not more than 5 degrees. A third efaa was performed to make sure the clip was not opening more than 5 degrees, and they proceeded to deployment. After the clip delivery system (cds) shaft was detached from the clip, the fluoroscopy imaging showed the clip slightly opened from 20 degrees to 25-30 degrees. The clip remained stable on the leaflets and the decision was made to implant a second clip to further reduce the mr. A xt clip (20928r1001) was attempted to be placed at a3/p3. However, the leaflet visualization was poor due to shadowing and several grasping attempts were performed. While trying to capture both leaflets, a ruptured chordae was observed with an increase in mr. The clip was inverted and the physician tried to retract it back into the left atrium. The clip became entangled with the chordae and despite troubleshooting, the clip was not able to be freed. Therefore, the decision was made to deploy the clip. The clip was attached to the anterior mitral leaflet and a chordae, remaining stable after deployment. The procedure was ended with a mr grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device will be filed under a separate medwatch report number.